Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that the pump alarmed empty, but the reservoir bag still had some medication left. The user stated that it was approximately half cup (up to the 9 marking in the bag). The patient was advised that a return goods authorization (rga) was issued on the pump to be serviced. No patient injuries were reported.